Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used on (B)(6) 2012 during a colonoscopy. According to the complainant, during the procedure there was difficulty detaching the clip from the delivery system. After much manipulation, the clip release from the delivery system and stayed attached to the target tissue. The procedure was completed with the original resolution hemostasis clipping device. There were no patient complications as a result of this event. The patient condition was reported as fine post procedure.

Manufacturer narrative:
The reported event of clip failed to separate from catheter. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.